Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a hole in the bag arm hose. The hose was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak in manual mode. There was no report of patient involvement.